Event description:
It was reported that during a sigmoidectomy the initial surgery was successfully completed. However anastomotic insufficiency occurred postoperatively. Patient had to be operated again. The patient could be successfully treated.

Manufacturer narrative:
(B)(4). Date sent 3/11/2024. D4 batch # unk. B3: only event year known: 2023. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested, and the following was obtained: did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Answer: no further information is available. Additional information received: the reps went into the account and the surgeon showed them how he was using the devices and they did not find any issues on the steps of use. The surgeon uses about 50 a year. Not sure how many days post op the leakages have been occurring. Double stapling technique. Bubble leak test was performed on the procedure. The surgeon is now using the manual stapler since dec and there has not been any leakage. He is happy with the manual stapler. The ethicon team asked if after the 2 first full turns if the device was difficult to remove was the surgeon turning the knob one more full turn. The team could not totally confirm. The surgeon is firing the device. According to the rep this is a very experienced surgeon. The team will continue to monitor with the surgeon on technique and products. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 4/16/2024. D4: batch #575c83. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with handle shroud separation from battery area and indicator. No battery was received. The washer was present and uncut and there were staples present. When the test battery was installed the green checkmark did not illuminate , indicating that the device was not fired. The device was tested for functionality with the returned washer and a test battery and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what caused the seem separated noted during the visual inspection. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number 575c83, and no non-conformances were identified.